Event description:
Large woodchip was found in wash rag provided in the medline endo kit. The nurse assisting the physician found the wood chip as she was getting ready to hand it to the physician. No harm to the patient or scope occurred. It is used to wipe down colonoscope as it is withdrawn from the patient.